Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported a leak beneath the dimension vista 500 instrument occurred when the chemical waste pump was in operation. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the system and found no liquid in waste a. The cse determined the chemical waste tube disconnected from the lab drain. Thereby, the cse replaced the tubing to the drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported a leak beneath the dimension vista 500 instrument occurred when the chemical waste pump was in operation. The customer addressed the leak using personal protective equipment. This report is being filed in an abundance of caution. There are no known reports of adverse health consequences due to this event.